Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no sound coming from it. No patient harm or injury reported. Nihon kohden technical service representative had the bme restart the cns which resolved the issue.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no sound coming from it. No patient harm or injury reported.